Event description:
The lead was explanted due to dislodgement as a result of twiddler's syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Our CAPA system has found this past-due reportable event. The damage found was sustained during the surgical procedure.